Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received information that the death is not thought to be related to the medtronic device or therapy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline migrated after deployment and the patient was ultimately brain dead. The patient was undergoing surgery for treatment of an amorphous, unruptured basilar aneurysm with a max diameter of 4mm and a 5mm neck diameter. The landing zone was 3.2mm distally and 4.0mm proximally. It was noted the patient's vessel tortuosity was severe. Dapt (dual antiplatelet treatment) was administered; flectadol and cangrelor. The angiographic result post procedure was good. The aneurysm has been treated with telescopic pipeline vantage and coils. At final control checked the aneurysm was covered by the fd and coils. It was reported that even if the procedure was completed with good angiographic results, it showed a problem of migration of the first stent (ped3-027-400-30) due to a changing of the coiling microcatheter after a correct deploying and positioning of the named flow diverter. The proximal part was herniated due to the changing in the aneurysm sac and that problem was solved with the use of a solitaire ab stent retriever to recover the proximal part of the stent and have to access to deploy the second stent (ped3-027-450-20) to reinforce the flow-diversion effect of the flow diverter. During the procedure, the patient went in a rhythmic asystole and was recovered by a cardiac massage by the anesthetist. The patient was then also bradycardic and the anesthetist decided to give the patient the adrenaline therapy to increase the pressure level. In the procedure, ending in 5 hours, the two pipeline vantage flow diverters were correctly opened and positioned both distally and proximally with a normal blood flow inside of them. The pipeline (ped3-027-400-30) was implanted at the intended location, full apposition was achieved, and no side branches covered by the pipeline. The pipelines were used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared as indicated in the instructions for use (IFU). Cerebral death was the outcome. Ancillary devices include an envoy 6f guide catheter, phenom 27 microcatheter, headway 21 microcatheter, headway duo 17 microcatheter, excelsior sl-10 microcatheter, phenom plus catheter, and synchro catheter.